Manufacturer narrative:
D4 unique identifier: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address: (B)(6). G2 report source: yamaji, k., tanaka, k., yamasaki, t., sudo, k., kinoshita, y., sumiyoshi, a., watanabe, s., iwamoto, m., watanabe, h., & okamura, a. (2025). Rotablator burr disconnection and a gap predictor. Jacc: case reports, 30(25), 104403. Https://doi.org/10.1016/j.jaccas.2025.104403..

Event description:
It was reported that via literature that device issues occurred resulting in additional surgery. A hemodialysis patient with chest pain on exertion underwent cardiac computed tomography, which showed 90% restenosis in a drug eluting stent (des) that had been implanted 3 years. Intravascular ultrasound (ivus) demonstrated severe calcification, and rotational atherectomy (ra) was performed with a 1.75-mm burr, successfully ablating the lesion. However, ivus showed a high degree of residual calcification, and additional ra was performed with a 2.25-mm burr. During ablation, the burr became suddenly disconnected and the guidewire was also fractured at the same site in the calcified lesion within the previously implanted stent. The operator attempted retrieve the burr through balloon dilation and snaring but was unsuccessful, leading to emergency coronary artery bypass grafting. Postoperative ivus revealed that the guidewire had passed through a stent cell, protruding from the right coronary artery ostium into the aorta, which may have contributed to disconnection case sentence.

Event description:
It was reported that via literature that device issues occurred resulting in additional surgery. A hemodialysis patient with chest pain on exertion underwent cardiac computed tomography, which showed 90% restenosis in a drug eluting stent (des) that had been implanted 3 years. Intravascular ultrasound (ivus) demonstrated severe calcification, and rotational atherectomy (ra) was performed with a 1.75-mm burr, successfully ablating the lesion. However, ivus showed a high degree of residual calcification, and additional ra was performed with a 2.25-mm burr. During ablation, the burr became suddenly disconnected and the guidewire was also fractured at the same site in the calcified lesion within the previously implanted stent. The operator attempted retrieve the burr through balloon dilation and snaring but was unsuccessful, leading to emergency coronary artery bypass grafting. Postoperative ivus revealed that the guidewire had passed through a stent cell, protruding from the right coronary artery ostium into the aorta, which may have contributed to disconnection case sentence.

Manufacturer narrative:
H6 patient codes, h6 impact codes: corrected.d4 unique identifier: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.e1 initial reporter facility name: (B)(6) hospital.e1 initial reporter address: (B)(6). G2 report source: yamaji, k., tanaka, k., yamasaki, t., sudo, k., kinoshita, y., sumiyoshi, a., watanabe, s., iwamoto, m., watanabe, h., & okamura, a. (2025). Rotablator burr disconnection and a gap predictor. Jacc: case reports, 30(25), 104403. Https://doi.org/10.1016/j.jaccas.2025.104403.investigation results:labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review:a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As there is no indication of device issues prior to use, it was considered likely that the reported events and cascade of patient events were attributable to factors encountered during the procedure.